Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump and provided information on how to perform the reset. The same malfunction did not recur after the reset, and the customer was advised to continue using the pump and to call back if any issues arise again. Caller acknowledged and understood these instructions.